Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with controller fault on (B)(6) 2021. The controller was changed without incident. The log file analysis observed a controller internal fault alarm caused by a boost ov fault.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller; however, the alarm was not reproduced during testing of the returned controller. The submitted log file and downloaded log file contained approximately 1 hour of data combined ( (B)(6) 2021 at 13:02:26 ¿ 14:26:42 per the timestamp). The log files captured a controller fault alarm associated with a controller boost over voltage fault on (B)(6) 2021 from 13:02:26 until the controller was put into sleep mode (captured at 14:26:42). The driveline was disconnected on (B)(6) 2021 at 14:26:19 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) ) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Further evaluation of the returned controller did not reveal any issues that would have resulted in the reported controller fault alarm. Additional information provided communicated that the alarm resolved after exchanging the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including controller internal fault alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.